Manufacturer narrative:
The insulin passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The device was unable to prime during prime test due to faulty force senor resistor. The occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The motor was tested outside of the device and passed. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and broken reservoir tube lip.

Event description:
It was reported customer was running high blood glucose. Troubleshooting was performed. During troubleshooting customer's mother performed three high pressure tests. During first two tests insulin came out because customer's mother was unable to put tubing clamp on correctly. During the third test the device alarmed motor error. Customer's mother did not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer's mother was able to complete rewind sequence. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.